Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 67 mg/dl; cause was not known. Reportedly, the customer ¿did not feel well¿, and received assistance from mother to address bg with juice. In addition, customer consumed food to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.